Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with unstable angina and coronary angiography was performed. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 16 mm promus element plus drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with substernal chest pain radiating to the jaw and left side of the neck and right arm. Subsequently, the patient was hospitalized on the same day. Two days later, coronary angiography was performed. The 90% isr in the mid rca was treated with balloon angioplasty and placement of a 3.5 x 15 mm non-bsc drug-eluting stent with 0% residual stenosis. The following day, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event is not related to the study device as there was no in stent restenosis on the study stent.